Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump, catalytic decomp filter, male connector, solenoid valve and nylon tubing were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service.

Event description:
A customer reported an event of odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to discontinue use of the unit and evacuate the area. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The catalytic converter, vacuum pump, oil return valve and male connectors were returned and tested. The reason for the return of these parts could not be confirmed. The nylon tubing was not returned as it was saturated in oil. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the odor/smells issue is the vacuum pump, catalytic converter, male connector, oil return valve and nylon tubing. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue will continue to be tracked and trended.